Manufacturer narrative:
Reporter phone #: (B)(6). Reporting institution phone #: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the capacitor values were low. There was no patient involvement.

Manufacturer narrative:
A good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened.